Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Arthritis [arthritis]. Fever [pyrexia]. Chills [chills]. Case description: spontaneous report was received on (B)(4) 2013 from a physician regarding a (B)(6) female pt, initials y-g, with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2013, the pt initiated treatment with synvisc (hylan g-f 20) injection, w ml of the first course in an unspecified location (frequency and route of administration not provided). The lot number of the synvisc was not provided. On (B)(6) 2013, the pt had third synvisc injection of the first course. On the same day, after going home, the pt experienced arthritis and chills. On (B)(6) 2013, the pt visited the reporting hospital and the pt was diagnosed with fever (body temperature 37.3 degree celsius). As, the infection was suspected, the pt was admitted to another hospital. On (B)(6) 2013, the pt was discharged from the hospital. The events of arthritis and fever were assessed as serious due to hospitalization. On (B)(6) 2013, the pt made an outpatient visit for follow-up observation. The action taken with synvisc was permanently discontinued. The outcome for the event of arthritis, fever and chills was not provided. Relevant concomitant medications reported include celcox (celecoxib), mucosta (rebamipide) and mohrus tape. The intensity for the events of arthritis, fever and chills was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as possible. The reporting physician did not provide the relationship between synvisc and the events of fever and chills.